Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. The device was received for evaluation with the slide insert visible in the top housing window, the linkage assembly partially deployed, and the needle exposed in the soft cannula. The top housing was removed, and the linkage assembly remained partially deployed. The pod chassis was removed from the bottom housing and the needle mechanism fully deployed indicating that the bend in the needle prevented the needle from retracting when the top housing was initially removed. Score marks were observed on the underside of the top housing, indicating that there was misalignment of the linkage assembly which caused the needle to partially deploy. The needle mechanism was successfully reset and redeployed with no issues. The investigation found no other damage or deficiencies that would contribute to the needle partially deploying. The misalignment of the linkage assembly can be confirmed as the cause of the reported event. The timing and cause of the bend in the needle could not be determined. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g781vsqslhyi1. Hardware: sm-g781v. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient stated the pod was worn for approximately 1 hour when they noticed the pink slide did not fully move forward, and the cannula partially extended approximately ½ way, indicating a needle mechanism failure. Upon removal of the pod, the patient stated the cannula appeared different than normal, there is no protective coating on the cannula, it is just a straight needle. There was no impact to the patient's blood glucose levels reported.